Event description:
"Failed to work properly. The plastic part on the end of the sheath came off in the bladder. Retrieved from patient during same procedure, no additional harm."

Manufacturer narrative:
One opened package was received containing one used stone extractor. Upon examination of the basket portion, one of the wires was noted to be significantly bent however, the basket was noted to open and close properly. The clear shrink tube was separated from the distal end of the basket sheath with an accordion appearance. The distal tip of the basket sheath was noted to be flared and frayed. The extractor has been returned to the manufacturer for a proper evaluation. When additional information becomes available, it will be forwarded.